Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had rising impedance and the polarity switch feature triggered and set the polarity to unipolar on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.